Manufacturer narrative:
Investigation results: after reviewing the x-rays and data (we don't have pictures from the patient), the crack does not appear to have been present previously. However, I believe the crack was not caused by the aligners. This issue should have been detected by the doctor during the checkups. X-rays and pictures need to be taken again for further evaluation. We reviewed the DHR for this so-(B)(4). / patient ID# (B)(6) / practice ID# (B)(6) , qty. 16 items assy-500011 (aligners) and 2 items assy-500010 (template), were packaged by the first shift by bag-and-box operation on (B)(6) 2024, manufacturing supercell sc2, equipment pua-04. The sales order was inspected and met with the acceptance criteria provided by qa. Photo investigation the provided evidence (photo) shows the patient's central incisor with an apparent crack in the center. The devices (aligners) used by this patient are not shown to identify any potential manufacturing defects of the devices.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient wearing nontemplate aligner arch reported that they discovered a crack in #9. The crack was not present before starting the aligner treatment.